Event description:
A report was received from the USA, stating that the device was leaking oil from the tip during pretesting of the drill. The device was not being used during surgery. The occurrence date is unknown. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).